Event description:
Facility staff member was in the middle of training on the pool lift. The staff member got onto the pool lift chair on the deck. Before staff member was moved into the pool, the chair and boom of the lift fell to the floor. The staff member received no injuries and returned to training.

Manufacturer narrative:
Add'l info will be provided following the conclusion of the MFR's investigation. Reportable event.